Event description:
It was reported that the safety mechanism of safestep couldn't be activated completely because the needle was stuck in the disc while pulling out from patient's port device. There was not any patient injury is reported. No other information was provided.

Manufacturer narrative:
It was reported that the safety mechanism of safestep couldn't be activated completely because the needle was stuck in the disc while pulling out from patient's port device. There was not any patient injury is reported. No other information was provided. The complaint of difficulty activating the safety mechanism is confirmed but the exact cause remains unknown. One photo sample of a 22 ga safestep infusion set was provided for evaluation. The infusion set is being held outside of patient use. The safety base is partially advanced midway along the needle. No apparent barbs or deformation of the need tip was noted. The needle shaft appeared to contain a leftward bend extending from the needle base. The resistance experienced during attempted activation of the safety could not be determined from the image. The presence of a bend in the needle safety may be a contributing factor to the difficult safety mechanism activation; however, the cause of the bend and location at which it occurred are unknown. Possible contributing factors include damage during storage or handling. Since the bend observed in the image likely contributing to the difficult safety activation, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the safety mechanism of safestep couldn't be activated completely because the needle was stuck in the disc while pulling out from patient's port device. There was not any patient injury is reported. No other information was provided.